Event description:
It was reported that the patient's guardians have noticed a decrease in speech development in the past 3 months. Problems of outer devices have been excluded. A history of head trauma was denied. Testing carried out on (B)(6) 2010 shows 7 channels in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.